Manufacturer narrative:
Section b3: date of event is estimated. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported patient's ipg became inoperable. Surgical intervention took place on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.